Event description:
It was reported that the patient underwent a spinal procedure. Four peek cages was implanted at two levels. The patient was complaining of pain post op. The removal surgery was performed approximately one and a half months post op. Four cages were removed and bone graft was implanted.

Manufacturer narrative:
(B)(4): the lots that were used are lot #h09l8482, expiration date is 01/13/2018; h09l8483, expiration date 01/12/2018; h09l8485, expiration date 01/12/2018. The manufacture date for lot h09l8482 is 01/13/2010; the manufacture date for lot h09l8483 is 01/12/2010; the manufacture date for lot h09l8485 is 01/12/2010. Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. Therefore we are unable to determine the definitive cause of the reported event. Although it is unknown if this product contributed to the reported pain, we are filing this report for notification purposes. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.